Manufacturer narrative:
One kangaroo joey pump was received for investigation with a customer complaint of ¿history erases when unplugged¿. The complaint could not be verified; the unit held history. No functional fault was found with the unit. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the feeding history erases when the unit is turned off. There was no harm to the patient or medical intervention required as a result.